Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient contacted the depuy website stating that she has been in pain since having her knee replaced in 2005. Operative reports indicate that surgery was performed in 2006 for a lateral release, patella resurfacing, and realignment of the patella tendon. During surgery it was noted that some wear was present on the tibial insert.